Event description:
The faciltiy reported that a pump was found to be turned off during a patient's IV infusion. No patient injury or adverse outcome resulted from the incident. No additional information was available.